Event description:
It was reported that the joystick on a powered wheelchair was not responding to commands. When waiting for a repair, the user developed a decubitus ulcer on his buttock lying in bed. It is unknown the extent of the medical attention sought. Should additional relevant information become available, a supplemental report will be submitted.